Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported by tandem that the patient experienced inaccurate cgm values. The patient uses tandem mobi but was reportedly unable/unwilling to answer if it was in modified closed loop. The patient was incoherent with unknown cgm and bg high. An ambulance was called. The patient reportedly does not recall any details as to cgm or fsbg readings. The patient was told later that the hospital attending staff had the lab do blood work and said that blood glucose was over 1600 mg/dl. For hyperglycemia, the patient was treated with IV insulin and discharged after 7 days. During the call, the patient was "much better." No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.